Event description:
Additional information received reported the cause of the event was unknown. No hospitalization was reported and the patient outcome was no injury.

Manufacturer narrative:
Product ID: 3093-28 lot# v241705, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s device was replaced. The reporter thought the patient ¿broke it when she fell.¿ it was not known when the patient fell. The reporter assumed it was the fall but it was also ¿getting close to having to replace the device due to battery depletion.¿ additional information was requested, but was not available as of the date of this report.